Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient was hospitalized due to fluid in their lungs, dyspnea, swollen lower extremities, chronic cough, and they had two quarts of fluid extracted. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient had a leak in their peritoneum which caused fluid to enter into their lungs which resulted in the hospitalization (dates unknown). This was the reason the patient was unable to continue pd therapy and switched to in-center hd. The pdrn stated they did not have any additional information available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with a leak in their peritoneum in which fluid entered the lungs resulting in the hospitalization. The patient transitioned to in-center hemodialysis as pd therapy could not be continued. The leak was the cause of the hospitalization and modality change. There is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient was hospitalized due to fluid in their lungs, dyspnea, swollen lower extremities, chronic cough, and they had two quarts of fluid extracted. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient had a leak in their peritoneum which caused fluid to enter into their lungs which resulted in the hospitalization (dates unknown). This was the reason the patient was unable to continue pd therapy and switched to in-center hd. The pdrn stated they did not have any additional information available.